Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that their communicator is not charging, it will cut on but it won't charge and the battery is low. Patient said they have been trying to charge it for months and months using different cords and ac power adaptors. Worked with patient to try to use the equipment during the call and patient was successful to synch with their implanted neurostimulator and reported seeing: por (power on reset) message, therapy was off and pt was surprised, pt said they turned therapy back on and navigated to the battery section to check the communicator battery was 10 percent their ins was very low. Pss recommended pt start charging during the call to confirm the equipment worked and pt was successful to start charging and confirmed therapy was off. Reviewed some recharging best practice and recommended patient continue to charge their stimulator and call back if they need further assistance. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the device. During the call pt also mentioned, they got a new ac power adapter.